Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was unable to see video feed or capture images. The issue was found during a set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunction was identified during the device evaluation: error b30 a definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.